Event description:
It was reported that during use of the pen ii organon puregon® pen second gen the applicator spring was not working properly. When the needle was put in the pen it began to leak. After some manipulation the user was able to receive the medication.

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii organon puregon pen second gen the applicator spring was not working properly. When the needle was put in the pen it began to leak. After some manipulation the user was able to receive the medication.